Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the event day and procedure date? No further information is available. Device return follow up. The device has been received at sukagawa and will be shipped. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and the suture was used. During surgery, after opening the package, it was found that the needle tip had been broken (chipped) before use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/26/2021. A paper lid, an empty winding former and a needle/suture of product code z494 were received for evaluation. During the visual inspection of sample, the tip needle was broken and marks by use of surgical instrument could be observed. Additional evaluation was necessary to determine the failure mode. A second analysis was preformed. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code z494g. It was noted that the package was open upon receipt at the laboratory. A defect was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.